Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the threaded tip of the glenosphere insertion handle broke off during insertion of the glenosphere. The tip remained in the glenosphere and therefore remains in the patient.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the threaded tip of the glenosphere insertion handle broke off during insertion of the glenosphere. The tip remained in the glenosphere and therefore remains in the patient.